Event description:
On (B)(6) 2013: customer reports via phone they lost fluoro during an unk urology procedure. They were able to reboot the sys but it took multiple reboots. No pt details are known other than no pt injury.

Manufacturer narrative:
Field svc engineer (fse) checked out monitor system, verified correct voltage being rec'd by both monitors, viewed the i5 error log, no problem, and checked for proper operation of the fluoro footswitch. System operated ok. Fse completed svc checklist (B)(4) and returned the unit to full svc.